Event description:
It was reported that during routine inspection, the cs300 intra-aortic balloon pump (iabp) it was found that the pressure sensor of the machine could not be calibrated to zero, and repeated debugging and restarting failed. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact information: event site phone number- (B)(6). Event site postal code- (B)(6). It was reported that the device the cs300 intra-aortic balloon pump (iabp) pressure sensor of the machine could not be calibrated to zero. Getinge field service engineer (fse) during the routine 0 inspection of the equipment department, it was found that the pressure sensor of the machine could not be calibrated to zero, and repeated debugging and restarting failed. Contact the equipment department for maintenance. The hospital equipment department contacted a third-party company for maintenance, and our company's personnel were not required to provide on-site service, so the service report could not be provided. Faulty accessories cannot be returned for investigation. There was no patient involvement. The equipment was cleared for customer use.